Manufacturer narrative:
The customer reported that a 1102 "primary alarm failed" error occurred during a periodic check. The manufacturer's product support engineer (pse) evaluated the device and confirmed the 1102 error code in the event log. The pse replaced the speaker, performed a test run, and verified that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that a 1102 "primary alarm failed" error occurred during a periodic check. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, a dealer representative arrived at the hospital, restarted the device, and confirmed that the reported issue was duplicated. The dealer replaced the device with another ventilator. There was no reported delay in therapy. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number:(B)(6).